Manufacturer narrative:
(B)(4). Eval method: device history review could not be performed as the lot number of the product was not available. Results: device history review could not be performed as the lot number of the product was not available. In addition, no product was returned for analysis. Conclusion: cause of event cannot be determined. Device history review could not be performed as the lot number of the product was not available. In addition, no product was returned for analysis. The instructions for use provide contraindications to not attach the device to: newly infarcted tissue, aneurysmal tissue, directly over a coronary artery, or fragile tissue. Conclusion: based on the limited info available, a cause of the event cannot be determined.

Event description:
Medtronic received info through article review of literature (japanese society of anesthesiologists: jun ariyama et al. "Epicardial hematoma and myocardial ischemia following application of starfish stabilizer: an uncommon complication of the device" j anesth 2010 24:801-802) that during a procedure, the starfish heart positioning device caused epicardial hematoma as the result of an injured epicardial vein. This was noted in the article to be an uncommon complication of this device. It was reported that in this pt, regional left ventricular wall motion abnormality on transesophageal echocardiography and a st-t change on electrocardiogram occurred secondary to the development of the epicardial hematoma. These signs completely disappeared upon removal of the hematoma. These findings suggested that the hematoma resulted in reversible myocardial ischemia.